Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds. The lead remained implanted. A new ICD system was implanted on the right side.